Event description:
It was reported that an allograft bone graft was implanted in a patient undergoing a ¿c3-t2 posterior instrumented fusion with posterolateral fusion.¿ pre-op diagnosis was "instability, kyphosis". At the patient's 2-week follow up, he reportedly had a ¿huge fibrous mass at least 5 x 10cm along the surgical site.¿ ¿thinking it was fluid from infection, had patient aspirated, to find there was no fluid and the mass is considered a fibrous tissue mass.¿ ¿infection ruled out, some sort of inflammatory response creating the mass.¿ the patient was reportedly placed on steroids and is being observed. ¿no re-operation at this time.¿ ¿further follow up with surgeon upon their next exam.¿ surgeon reportedly stated that he was "not sure that the (graft) is what caused this issue."

Manufacturer narrative:
(B)(4). Review of device history records for the suspect device indicated the product was manufactured per procedure and met all required specifications and release criteria. The were no non-conformances associated with the manufacturing of the product. There have been no additional reports of this nature involving any other grafts from the subject lot of product. No further action is required and this investigation is considered closed.